Event description:
On (B)(6) 2012, it was reported that the pt died on (B)(6) 2012. The pt was connected to the infusion device at the time of death. The police do not know the cause of death. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute the patient´s condition.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.